Manufacturer narrative:
(B)(4).

Event description:
Customer called to report observing dried blood residue in the left front diluter of the coulter lh780 hematology analyzer. Customer stated that no one was harmed by or exposed to the fluid/dried blood. On the same day, the field service engineer (fse) inspected the instrument and found that the tubing through vl111 was cut. The fse replaced the tubing and verified instrument performance to ensure that the services performed effectively resolved the instrument issue.